Manufacturer narrative:
Olympus had followed up with the user facility to gather add'l info regarding the reported event, but received only limited info. The devices referenced in this report were not returned to olympus for eval. The current whereabouts of the devices are not known. If the devices are received at a later date, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined, but user error could not be excluded as a contributory factor. This report is being submitted as a medical device report in an abundance of caution. See MFR # 8010047-2009-00236 for a related report.

Event description:
The user facility reported that during a single endoscopic retrograde cholangiopancreatography (ercp) procedure, sphincterotome cutting wires broke on a total of four sphincterotomes. Two of four sphincterotomes were said to have been manufactured by another company. The procedure was reportedly completed. There was no pt injury reported. No add'l detailed info was provided.